Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional batch reported: batch: 2401141, batch creation date: 2024-01-31, batch expiration date: 2028-12-31.

Event description:
Prefilled noradrenaline syringe infusion - ran out before it should have and syringe found to be leaking.

Event description:
Prefilled noradrenaline syringe infusion - ran out before it should have and syringe found to be leaking. Per attached communications: noradrenaline syringe changed within the first hour post op as patient 72kg had a premade 1mg/50ml running at approximately 10ml/hr and was to run out imminently. Syringe interrogated today by michael haddad and found to entrain air around the black rubber component of the plunger. Pump to be interrogated. On close inspection, the syringe was found to contain air around the black rubber component of the plunger. No harm to patient. Syringe brand bd lot number 2401141. Number on the plunger 42p10.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation and correction: correction: following submission of initial MDR, it was identified the initial aware date was reported as 23jul2024 which is incorrect. Correct aware date is 19jul2024. Device evaluation: one video and three physical samples were received for investigation. Through visual inspection of the video, air is observed to enter the syringe, generating bubbles, and liquid is dripping past the stopper ribs. Upon evaluation the returned products, the barrel is observed to be damaged between the 30ml and 40ml marking in the sample from lot 2401141. As a result of the damage, leakage occurs when the stopper is moved across this portion of the syringe, verifying the reported incident. No damage or other defect was identified in the other two samples provided related to the reported incident. A device history review was performed for reported lots 2401141 and 2401116, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Six retained samples of each reported lot were used for additional evaluation. All product was inspected, no damage or defects was observed on any of the devices and no leakages occurred on the retained products or on the undamaged samples provided. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.